Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product issues with the same patient. The second has been reported under MDR# 3006425876-2015-00383.

Event description:
It was reported that in the multi ICU, the doctor attempted to thread the guide wire through the raulerson syringe in the patient's right subclavian vein. However, during the insertion, the guide wire kinked. As a result another kit was opened and used. It is not known if a delay occurred, however, there was no reported death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the customer returned a guide wire with three kinks in the middle of the wire. The raulerson syringe and introducer needle were not returned. The guide wire was intact and within dimensional specifications. Device history record review was performed on the guide wire, ars and introducer needle with no relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause of the guide wire meeting resistance during insertion into the raulerson syringe could not be determined because the syringe was not returned for evaluation. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. A device history record review performed did not reveal any manufacturing related issues. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.